Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: the revision operative report states ¿he reports that about 2 months ago he had severe onset of severe pain in the right thigh area. He came to my office for evaluation. X-rays were obtained of the right hip and these demonstrated what appeared to be malalignment of the modular femoral component in the femur. The angle appeared different from previous x-rays suggesting fracture of the distal segment of the modular stem.¿ the femoral stem was broken at the trunnion of the distal segment.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the event itself could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.